Manufacturer narrative:
PMA/510(k) # k163468. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. 1 x evo-22-27-9-d was returned under pr187326 to cirl for evaluation. Upon evaluation of the returned device, it was noted that the stent wires were broken on the distal end of the stent. There were three struts of the stent broken on the distal end of the stent. The customer complaint was confirmed as the stent wires were noted to be broken on the distal end of the stent. As usage conditions cannot be replicated in the laboratory setting, a definitive root cause for this complaint could not be conclusively determined. The broken flexor has been addressed in pr187326 the following information was requested after lab evaluation: ¿could it be requested from the customer if any part of the stent came out of the delivery system or any additional information that could help with the investigation would be of help. What steps were taken in attempt to deploy etc.¿ the following response was received: ¿I spoke to the contact and he could not recall what happened or if any part of the stent came out of the delivery system. He said they do so many cases that he didn't remember that specific one after the fact.¿ due to lack of information available and multiple inspections carried out on each stent, listed below, it is assumed that the stent broke at some point during the preparation or use of device during the procedure. Prior to distribution all evo-22-27-9-d devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per the instructions for use notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The stent wires are broken at the distal end of the stent. This was found during lab evaluation on 05july2017 when evaluating the device involved in report # 3001845648-2017-00309.